Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of a -14.0/3.0/91 (sphere/cylinder/axis) lens was intraoperatively implanted and removed on (B)(6) 2023 due to a lens tear/break during injection/delivery into the patient's left eye (os). On (B)(6) 2023, a replacement lens was implanted and the problem was resolved. There was patient contact and patient injury. Reportedly, "lens got stucked in the plunger." Status of the eye is quiet.

Manufacturer narrative:
B5- the reporter indicated that a 13.2mm, vicm5 13.2, -11.5 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Reportedly the lens tore/broke during injection/delivery into the eye. There was no patient injury. The lens was implanted and removed intraoperatively. On (B)(6) 2023 a lens of the same parameters was implanted, and the problem was resolved. Claim #: (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -14.0/+3.0/91 (sphere/cylinder/axis) into the left eye (os) on (B)(6) 2023. Reportedly the lens tore/broke during injection/delivery into the eye. There was no patient injury. The lens was implanted and removed intraoperatively. On (B)(6) 2023 a lens of the same parameters was implanted, and the problem was resolved. The status of the eye as "quiet". H6: health effect- impact code: "4627" should be removed and code "2199" should be added. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).